Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases and the lead flex cover were broken and contaminated, the battery release was contaminated, the bail covers, ring cover, bails, ring, battery drawer and liquid crystal display screw were missing, the battery contacts compressed, the serial number label was torn and that the device would not power up on the tester and therefore incoming vxi testing was not able to be performed, the battery contact was out of specification, it was not making contact with the battery flex. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.